Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was not able to be confirmed. Furthermore , further inspection found coating of the insertion tube is peeled off (1mm or 2 more), the curve rubber adhesive part is missing. In addition service noted that watertightness is not maintained due to damage to the digital camera due to external factors. The bending angle is insufficient due to the elongation of the angle wire and scratches were noted on operation part, grip due to external factors. Based on evaluation findings the customer reported issue of no power was not able to be replicated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the power does not turn on, repair request was sent. The issue was found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found the coating of the insertion tube is peeled off (1mm or 2 more). This report is being submitted for peeled coating of the insertion tube found during device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is recommended that the user instruct the method of handling and usage environment, and so on. Olympus will continue to monitor field performance for this device.